Manufacturer narrative:
The insulin pump passed the displacement test and self test. Insulin pump received with pillowing keypad overlay. No missing segments display noted. Missing segments/partial display not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that top of the insulin pump screen was appeared white. The customer's blood glucose value was 300 mg/dl. The customer also stated that the reservoir lip area was chipped. Troubleshooting was performed for damage and noticed the reservoir did lock in place. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.